Event description:
On (B)(6) 2011, the lay user/patient mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2011 at approximately 5am. Prior to the reported power issue (date/time not known), the patient's mother indicated the patient was experiencing a symptom of lightheadedness. The patient's mother, however, denied the patient received any medical intervention/ treatment following the alleged meter issue. At the time of troubleshooting, the csr noted that the subject meter's batteries were replaced, the patient was using the correct test strips, and there was no misuse of the lfs product. The alleged issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (09/12/2011)-device evaluation: the lay user/patient returned an empty vial of test strips to lifescan; therefore, product analysis was unable to carry out any testing and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.